Event description:
Treatment of a blood clot. During the mechanical thrombectomy, it was reported that the solitaire fr detached due to a very hard blood clot and it remains in the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The solitaire fr device involved in the event will not be returned for evaluation as it remains in the patient and the pushwire was discarded. (B)(4).